Event description:
The customer received questionable thyroid results for one patient sample from cobas e601 analyzer serial number (B)(4) which did not match the patient's clinical condition. The customer suspected a non- specific reaction. The specific date of testing was not provided. The sample was submitted for investigation and tested on an analytical e module analyzer (e170) on (B)(6) 2015 and a centaur analyzer on (B)(6) 2015. Of the data, the results for free triiodothyronine (ft3) and free thyroxine (ft4) were discrepant. Refer to the attachment to the medwatch for all patient data. Refer to the medwatch with patient identifier (B)(6) for the ft3 assay. The customer results were reported outside the laboratory. The investigation results were reported to the customer. No adverse event was reported. A specific root cause could not be determined as no further sample was available for investigation. Based on the provided data, a general reagent issue was not likely. From the evaluation of the peg precipitation tests a presence of a non-specific reaction could not be confirmed. The different setups of the assays, the antibodies used and the variances in reference methods, may all lead to differences in values from different vendors. The values of all thyroid parameters vary with age, gender and other population characteristics which should be taken into account when analyzing values.

Manufacturer narrative:
This event occurred in (B)(6).